Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated index ring under the main knob. The index ring was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to switch to pacer mode. Complainant indicated that there was no patient involvement in the reported malfunction.